Event description:
A vns physician reported to our local distributor in (B)(4) that there was a patient having pain in her neck that had been more intense recently and is taking pain medication to relieve the pain. He did not have any additional information but stated that x-rays and ultrasounds have been performed. This pain is similar to the pain that she feels every time she is adjusted with new parameters, but more intense. Her last adjust was in (B)(6) 2012. To relieve the pain, the patient is taking ketoprofen orally. The radiography and ultrasound taken don't show any abnormality. The patient's treating physician feels the event is related to stimulation. It is occurring with stimulation and more intense with the use of the magnet. No trauma or patient manipulation has been reported prior to the onset of the event. The event started after the patient's last programming change about 45 days ago. Their physician introduced lamotrigine to the patient medication regime. The pain occurs during stimulation on-times. On (B)(6) 2012, the physician reduced the intensity of the stimulation, from 1.75ma to 1.5 ma. Then prescribed ketoprofen. On (B)(6) 2012, the physician lowered the frequency from 30 to 25 hz. The pulse width was already setup at 250's. On (B)(6) 2012 the physician reported that the patient was relieved from the pain in the neck, however, the physician is concerned about the seizure control because the frequency of seizures has increased. It was reported by their treating physician that it was likely that their seizure increase might been due to the intense pain that she felt. X-rays were received for review. The generator was seen in the left chest. The continuity of the filter feedthru wires and whether the lead pin was fully inserted into the connector block were unable to be assessed due to the angle of the x-ray. A portion of the lead appears to be present behind the generator. No break was observed in the lead; however, a portion of the lead is behind the generator and cannot be assessed. The electrodes were observed in the neck and appear to be in proper alignment. A strain relief bend is present and per labeling as there is at least 1-cm of lead routed parallel to the nerve prior to the onset of a 3-cm bend. However, there is no strain relief loop. There are two tie-downs present; however, they are not placed lateral to the anchor tether. The lead is seen routed down toward the generator. Based on the x-ray images provided, the cause of the neck pain cannot be determined. However of note, there was not adequate strain relief present in the loop. There were no lead breaks found, but the presence of additional micro-fractures in the lead cannot be ruled out. No further interventions have been taken at this time.

Event description:
Seizures reported as below baseline rate of pre-vns but above baseline rate before lowering down vns intensity from 1.75 to 1.5. A battery life estimation was performed and their battery is noted to have an estimate of years remaining until eri=yes: 2.59. No further information attained.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross discontinuities visualized.